Event description:
Guidant received information that during an elective explant of this cardiac resynchronization therapy defibrillator (crt-d) due to the renewal 3/4 recall, this implantable transvenous coronary sinus lead was explanted due to a possible fracture. The fracture was not visualized on xray. It was under the device. The coil was intact. The fracture however was detected on routine follow up with loss of capture and a lead impedance of >2500 ohms. The device flipped over in the pocket and the lead was wrapped around the device several times. It looked like a typical twiddler, however, the patient states that the device would flip upright in the pocket at night and she had no choice but to flip it back in place. A guidant implantable cardioverter defibrillator (ICD) was implanted subpectorally. The physician elected not to implant another cs lead. ,